Event description:
The bd q-syte / connecta assembly of the bd nexiva had come unconnected from the tubing and the pt's blood was dripping onto the floor. The pt had no adverse effects from the blood loss.

Manufacturer narrative:
The sample was discarded by the hosp. Add'l info has been requested. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 13 may 2008.